Event description:
This is report 2 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis. The patient was hospitalized for the event and was discharged. The patient recovered and is still on pd solution.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lots h12e03041, h12e21068, h12g23052, h12j03034, and h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).